Event description:
The china customer reported, system error during aspirating and there was no impact on the slides and the instrument could still be used. The field service engineer repaired the instrument but noted the customer's initial complaint was "staining weak/none" which implies staining of the slides were affected. The fse found the syringe was leaking and causing the error. The fse replaced the aspiration and dispense check valve which resolved this malfunction. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. The initial reporter's first and last name is not currently available in english.

Event description:
The china customer reported, the system wasn't working correctly during aspirating which resulted in weak or no staining of the control slides but not the patient slides. There was no error message provided by the system. The customer has an alternate instrument to continue staining. The field service engineer serviced the instrument and found the syringe was leaking and replaced the aspiration and dispense check valve which resolved this malfunction. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.